Event description:
Pt reported the protective rubber on the up and down buttons is completely worn off, and she has to push the buttons with a pen or similar item for the infusion device to respond. The infusion device was replaced and requested for evaluation. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.